Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported by the rep. The two instruments were used in same surgery. Both instruments jammed during surgery. Switched to a new instrument to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; instrument returned with a yielded rotating head housing weld.